Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) exhibited errors. It was indicated that a display wire was pinched and the insulation was compromised. It was also indicated that another display wire was pinched but the insulation was not compromised. It was also indicated that the main printed circuit board was out of specification electrically. It was also indicated that the hanger assembly was broken. These parts were replaced and the epg passed final functional and system tests. Following service and repair, failure analysis was performed on the main board. Visual inspection revealed no anomalies. The main board was then assembled into a golden unit. No error was displayed. When the main board was run on the automated test console it failed for inactive current drain. It was noted that there was contamination on a connector component. When the contamination was cleaned and the solder connections were touched up the inactive current drain measured normally. The error log was reviewed, there were two errors noted in the log. Conclusion: the customer reported event of two error numbers was verified from the error log but could not be reproduced on the bench. The inactive current drain failure was also confirmed due to contamination on a connector. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the external pulse generator (epg) exhibited errors. The epg was returned for service. There was no patient involvement.